Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6940-52 lead implanted: 1999-(B)(6). (B)(4).

Event description:
It was reported that the patient received a shock due to electromagnetic interference and triggered an alert. The patient was noted to be working on a recreational vehicle at the time of the shock. The lead remains in use. No further patient complications have been reported as a result of this event.